Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: (B)(4) , batch#: 2202914. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "vaccine would not push through the needles." Product details - needle, sfty 192-n251s preventsg org 25gx1" lot - 2202914. Additional information provided: are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. The date the faulty needles were discovered was (B)(6) 2024. How was the patient outcome? Are there any clinical signs, health consequences or impact? There were no health consequences to any patients. Any adverse event or serious injury reported to patient or health care professional? No adverse events or serious injuries occurred.

Event description:
Materials#: 306616, batch#: 2202914. It was reported by the customer that the vaccine would not push through the needles. Verbatim: rcc received a complaint via email. Email(s) attached. Vaccine would not push through the needles. Product details - needle, sfty 192-n251s preventsg org 25gx1". Lot - 2202914.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.